Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. The patient's head was wrapped not follow as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6) 2024, under general anesthesia. The implanted device remains.